Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 28 mg/dl. The customer was treated with glucose tablet. The customer states healthcare provider has been notified. The customer and healthcare provider have been making changes to basal rates to avoid this in future. The customer also reported that he had a no delivery alarm on the insulin pump. The customer blood glucose level was 150 mg/dl. The customer change her infusion set 3 times. The customer was advised to try a new reservoir with the current set. The customer states that insulin pump did not alarm no delivery with manual prime. The customer was advised that changing reservoir resolved the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.